Event description:
It was reported that the patient had her tibial component revised due to subsidence. The revision was completed with another device.

Manufacturer narrative:
The hospital has refused to disclose additional information on this event such as explanted device, device lot number, operative notes and x-rays. In addition, patient information such as weight, height, and age have not been provided. Therefore, the root cause of the event cannot be determined.